Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that air entering when changing tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced air in line. The following information was provided by the initial reporter: the large volume IV tubing currently being utilized by the hospital is causing us some issues with our ECMO circuits. Since we¿ve gone to this tubing, we¿ve had a few instances of air entering our ECMO circuits, most especially after a tubing/fluid change. I suspect this is related to the pressures we see within the ECMO circuit and the multiple ports along the IV tubing. Air in the circuit can be catastrophic for the patient, as we have to remove the patient from ECMO (aka life support) to remove the air from the pump.